Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and no loss of capture nor any anomalies were observed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-23987. It was reported the patient experienced episodes of syncope. The patient attended follow-up and observed loss of capture due to unknown reasons. The event was resolved by explanting the pacemaker and capping the right ventricular (rv) lead and replacing the products. The patient was in stable condition.